Event description:
It was reported that during a laparoscopy procedure, after 3rd reload the cartridge fell out and dislodged intact. Cartridge was retrieved. Another like device was used to complete the procedure. There was no pt consequence.